Manufacturer narrative:
The hill-rom technician found the latch assembly needed to be replaced. Per the hill-rom user manual: perform annual preventative maintenance to make sure all bed functions operate correctly. Pay particular attention to safety features including, but not limited to the following: side rail latching mechanisms. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in february 2019. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the latch assembly to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the hill-rom service technician stating the right head siderail latch was intermittent. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).